Event description:
On initial contact, dentist reported overheating and burned pt. When contacted, office advised burned pt cheek, but could not look up case to provide any add'l info without pt's name.